Manufacturer narrative:
Additional information in section b. Investigation result: two (B)(4) samples were received for investigation; one sample was received without packaging connected to a baxter 0.9% nacl bag with residual fluid present; the other sample was received in sealed packaging from lot 24066676. The customer reported "separation of the connection between the IV set and the filter 0.2 micron" during infusion. Visual inspection of the returned used sample confirmed the customer's experience. The tubing joint at the downstream connection to the inline filter appeared to be damaged and separated from the rest of the set. No abnormalities was observed in the sample received in the sealed packaging. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the separation is most likely to have been caused by incorrect use of the assembly fixture during the assembly process, which resulted in damage to the tubing sleeve. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 24066676 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the assembly instructions have been updated to ensure that the production personnel are following the correct assembly process. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the (B)(4) set in the past 12 months.

Event description:
Was patient or user harmed? If yes, please explain - no. Please confirm how the fault was identified? - the nurse noticed a leak during the infusion please confirm if there is any visible damage on the set? - the set was no visible damage before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatimseperation of the connection between the IV set and the filter 0.2 micron.